Event description:
It was reported by clinical study that a patient underwent left knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. The size 12 bearing was removed and replaced with size 18.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot identification necessary to review manufacturing history was not provided.